Manufacturer narrative:
(B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause is user preference issue as the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that stent profile problem occurred. The stenosed, 2cm target lesion was located in the left iliac artery. An 8x38x75 wallstent rp endoprosthesis was advanced to treat the lesion. However, when the stent was deployed, it was noticed that the stent size was actually longer than the size stated on the box. The deployed stent was approximately more than 80mm. The proximal portion of the stent was placed at the orifice of the left iliac artery and at 38mm, it should not have extended below the internal iliac artery bifurcation. The deployed stent extended in the external iliac artery. No additional intervention was required and the procedure was completed with no patient complications. The patient's condition was reported to be good post procedure.